Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching in the 300 mg/dl range. During troubleshooting with tandem technical support it was found that the pump settings had been changed. Customer delivered a bolus to stabilize blood glucose levels. Tandem technical support recommended the customer discuss pump settings with their health care professional.